Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of the same reference and batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. One open sample, with only the second pack opened was received. The samples received has the first pack sealed to second pack in the area of the 4th welding. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: complaint is justified. Taking into account that the sample received does not fulfill the OEM requirements. Actions on product: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaints: (B)(6). The glue on the folio, sticks to the inner package so it can't be opened in a sterile manner.